Event description:
It was reported that the patient received 119 inappropriate shocks caused by oversensing of noise. The oversensing was confirmed with pocket manipulation. It was noted that the patient had fallen prior to the series of inappropriate detections and therapies. The device was explanted due to eri (elective replacement indicators) caused by the number of shocks delivered. The pace/sense portion of the model 6949 lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead was left in use. It was later reported the pace/sense lead impedance was high, at greater than 2500 ohms, and the high voltage svc coil was now measuring a high impedance of greater than 200 ohms. The model 6949 lead was reportedly explanted due to fracture and high impedance. The model 4574 atrial lead was also removed at the time of the system explant and subsequently tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model 6949 is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned. Proximal conductor fractured; full lead returned. During analysis, it was noted that the model 4574 lead appeared to have been implanted with a bend in it at the fracture site.